Event description:
It was reported that during a prostate procedure, at 86,799 joules of use, the 1st fiber experienced ¿the fiber was not spinning". The fiber was exchanged. The second fiber experienced ¿aiming beam fires straight out of fiber" / ¿significantly diminished vaporization¿ at 9,437 joules of use. This fiber was exchanged. The third fiber experienced ¿significantly diminished vaporization efficiency¿ at 6,357 joules of use. The case was completed with the fourth fiber. Patient outcome: "ok" reported. This report is for the third fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap within the metal cap is almost detached and remains attached to the main body of the fiber by a portion of the outer flow tubing; the glass cap within the metal cap makes a sharp angle with the main body of the fiber; the fiber shows a circumferential fracture proximal to fiber/cap fusion zone under the metal cap location; the metal cap exhibits burn marks at the location of the proximal fracture; the outer flow tubing is torn at the metal cap open end. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).